Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three mr290v vented humidification chambers were found leaking after two or three days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot numbers: 101020, 110624, 111213; device manufacture dates: 10/20/2010, 06/24/2011, 12/13/2011. Method: the complaint mr290v chambers were returned to fph in (B)(4) for inspection. The returned devices were visually inspected for the reported leaks. Results: visual inspection revealed that the chamber domes were cracked. Residues were also found on the domes. The prints on the chamber with lot number 101020 were slightly smeared. A lot check revealed no other complaints of this nature for the above lot numbers. Conclusion: we have recently completed an investigation into the cracking of the mr290v chambers. Our investigation results indicate that the cracking observed on the chamber from this complaint was most likely caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. Based on our inspection of the returned device, the residue present on the chamber dome indicates that the dome came in contact with cleaning solutions containing ethanol, which resulted in the cracking of the chamber. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end, our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to 8kpa (200cmh20) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa.